Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. There was no patient involvement.

Manufacturer narrative:
(B)(4). Evaluation summary: the device passed the homechoice return instrument test / evaluation (rite) electrical test but failed the rite functional test due to the timeout occurred during drain 1. The reported issue of "timeout during drain 1" was confirmed by duplication during rite functional testing. The assignable cause was determined to be a weak compressor.